Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the skin on (B)(6) 2025. On the same day, it was reported that while working at his shop, the patient started feeling clammy and weak. His cgm was reading 179 mg/dl. The patient called his ex-wife who then called 911. Once emergency medical services (ems) arrived, the patient¿s bg meter reading was 42 mg/dl while the cgm was reading 179 mg/dl. The patient was treated with liquid (oral) glucose. Ems stayed with the patient for approximately 30 minutes. The patient was not taken to the emergency room (ER). The patient was ¿fine¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. Once ems arrived, the reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.